Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient died subsequent to the peritonitis event. The cause of death was due to myocardial infarction. It was unknown if the patient recovered from the peritonitis event prior to death. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.